Event description:
Healthcare professional confirmed fluid/seroma which "has not been tested just yet". Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and seroma-late.

Event description:
Healthcare professional reported right side patient's concern with the product. Healthcare professional additionally reported capsular contracture, baker grade unknown and "fluid/seroma". Device remains implanted.